Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece model lens and the lens was torn. The lens was removed and sutures were required to close the incision.